Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during prime. It was also stated that the customer received no delivery alarms and the alarm was resolved by a complete set change. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Nothing further reported.